Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device/ migration of essure device location of device/ perforation (uterus)/device had moved and wasn't where it was suppose to be') in an adult female patient who had essure (batch no. A73752, a73762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, twin pregnancy, delivered, multiparous and papanicolaou smear normal. Concurrent conditions included adhesiolysis, pain and discomfort. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal adhesions ("left fallopian tube adhesions"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions and uterine perforation to be related to essure. The reporter commented: date of insertion : on (B)(6) 2013 and on (B)(6) 2013. Initially she had difficulty to undergo device insertion in left side due to inability to locate the left fallopian tube due to adhesions; she underwent the procedure on (B)(6) 2013 successfully and follow up examination showed hysteroscopic occlusion of the left fallopian tube with the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: migration of essure device. Expiration date : right fallopian tube : (B)(6) 2015, left fallopian tube : (B)(6) 2015. Most recent follow-up information incorporated above includes: on 2-jul-2019: the coding of event left fallopian tube adhesions was updated from adhesions to abdominal adhesions. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device/ migration of essure device location of device/ perforation (uterus)/device had moved and wasn't where it was suppose to be') in an adult female patient who had essure (batch no. A73762-inv, a73752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, twin pregnancy, delivered, multiparous and papanicolaou smear normal. Concurrent conditions included adhesiolysis, pain and discomfort. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic adhesions ("left fallopian tube adhesions"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation and pelvic adhesions outcome was unknown. The reporter considered pelvic adhesions and uterine perforation to be related to essure. The reporter commented: date of insertion: (B)(6) 2013, (B)(6) 2013. Initially she had difficulty to undergo device insertion in left side due to inability to locate the left fallopian tube due to adhesions; she underwent the procedure on (B)(6) 2013 successfully and follow up examination showed hysteroscopic occlusion of the left fallopian tube with the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: migration of essure device. Expiration date: right fallopian tube: (B)(6) 2015, left fallopian tube: (B)(6) 2015. Lot number a73762 is invalid. Lot number: a73752, manufacture date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device/ migration of essure device location of device/ perforation (uterus)/device had moved and wasn't where it was suppose to be') and embedded device ('device to be embedded in the right myometrium') in a 37-year-old female patient who had essure (batch no. A73762-inv, a73752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, twin pregnancy, delivered, multiparous and papanicolaou smear normal. Concurrent conditions included adhesiolysis, pain and discomfort. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone (generess fe) and oral contraceptive nos. On (B)(6)2013, the patient had essure inserted. In september 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic adhesions ("left fallopian tube adhesions"). The patient was treated with surgery (hysterectomy and hysterectomy (partial)). Essure was removed in october 2014. At the time of the report, the uterine perforation, embedded device and pelvic adhesions outcome was unknown. The reporter considered embedded device, pelvic adhesions and uterine perforation to be related to essure. The reporter commented: date of insertion : (B)(6)2013, (B)(6)2013 initially she had difficulty to undergo device insertion in left side due to inability to locate the left fallopian tube due to adhesions; she underwent the procedure on 15aug2013 successfully and follow up examination showed hysteroscopic occlusion of the left fallopian tube with the essure device. Date(s) of removal: (B)(6)2013, (B)(6)2014, (B)(6)2014 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: essure devices are noted. The left essure device visualized within the fallopian tube.. Ultrasound scan vagina - on an unknown date: migration of essure device. Expiration date : right fallopian tube : (B)(6)2015, left fallopian tube : (B)(6)2015 lot number a73762 is not valid. Lot number: a73752 manufacture date: 2012-11 expiration date: 2015-11. Concerning the injuries reported in this case, the following ones were reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: pfs and mr received: event: device to be embedded was added. Reporter and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device/ migration of essure device location of device/ perforation (uterus)/device had moved and wasn't where it was suppose to be') in an adult female patient who had essure (batch no. A73752, a73762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, twin pregnancy, delivered, multiparous and papanicolaou smear normal. Concurrent conditions included adhesiolysis, pain and discomfort. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adhesion ("left fallopian tube adhesions"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation and adhesion outcome was unknown. The reporter considered adhesion and uterine perforation to be related to essure. The reporter commented: date of insertion: (B)(6) 2013, (B)(6) 2013. Coils showing: 2: left fallopian tube four coils were seen after deployment of the essure device -right side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: migration of essure device. Expiration date: right fallopian tube: (B)(6) 2015, left fallopian tube: (B)(6) 2015. Most recent follow-up information incorporated above includes: on 2-jul-2019: pfs and mr received. Reporter information were added and updated. Date of insertion and removal were added. This case become incident. Lot number were added. Medical history, lab data and concomitant drug were added. Event injury to herself were updated to malposition of essure device location of device/ migration of essure device location of device/ perforation (uterus)/device had moved and wasn't where it was suppose to be. Event: left fallopian tube adhesions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.